Event description:
A patient underwent a convergent procedure via sub-xiphoid access. Upon entering the pericardial window, adhesions were identified between the posterior wall of the left atrium and pericardium. These adhesions were successfully dissected with an endoscopic kittner. During the process of ablation, the inferior vena cava was perforated, and the procedure was converted to open via median sternotomy. The injury was located and repaired with one suture. Procedure was completed successfully, and the patient was converted to sinus rhythm. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
(B)(4). The device history record was reviewed for lot 129048 and contains no information that indicates devices were released with any non-conformance that would contribute to complaint.